Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat popliteal artery. When attempting to load the 4.5x100mm supera self-expanding stent system (sess), the sess became stuck on an unspecified guide wire. When retracting the sess, the nose cone broke outside the patient. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip break was able to be confirmed. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted kinked tip lumen; thus resulting in the reported difficult to advance and the reported difficult to remove. Interaction and/or manipulation of the compromised device ultimately resulted in the reported tip break/noted tip/tip lumen/tip jacket separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1316 was removed, code 2920 added.

Event description:
Subsequently, after the report was filed it was noted that the 4.5x100mm supera became stuck on the unspecified guide wire when attempting to advance and procedure was completed with pre-dilatation of the 5 and 5.5mm armada 35 and a 5.5x150mm supera. No additional information was provided.